Manufacturer narrative:
Product analysis: visual review confirms screw breakage at the neck of the bone screw head. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some fracture surface damage is noted near the area of crack propagation. Microscopic examination of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, right pedicle screw broke. Patient suffered with spondylolithesis intercorporalis lumbosacralis at l5/s1. Patient underwent re-operation with alif cage and broken screw was replaced. No fragments of the product remained inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.